Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. The customer's blood glucose level was 408 mg/dl. The customer was treated with shot insulin. The patient was asked if she recalls any significant events leading to the alarm and she said no event. The customer was advised to disconnect from the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions. The customer insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.